Event description:
It was reported that a male patient underwent an open reduction internal fixation hip fracture surgery on (B)(6) 2014. The trochanteric fixation nail (tfn) system was used with a short nail. As the surgeon was assembling the system, the metal trocar got stuck in the black aiming arm. The surgeon used a mallet to get the trocar into the aiming arm, then attempted to drill the distal screw but missed the nail completely. The screw was removed and it was decided that the screw was not needed. The surgery was successfully completed with a surgical delay of an hour. No patient harm was reported. This report is 2 of 6 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The review of the device history record (DHR) for 130 deg aiming arm part # 357.366, lot # 5445554 indicates there were no relevant issues found during manufacturing which could have caused or contributed to this complaint. All other records indicate the assembly was manufactured to specifications. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.